Event description:
It was reported that the bed had no motor functions. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
CPR reset limit switch out of adjustment.